Event description:
It was reported that the injection port on an interlink continu-flo solution set collapsed during an injection of an unknown narcotic, causing blood to backflow into the IV tubing. The customer stated that there was no patient injury associated with this report, though this did occur during patient therapy. There is no additional information available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device was not returned; therefore, an evaluation could not be conducted. A batch review cannot be performed since there was no lot number provided. Should additional relevant information become available, a supplemental report will be submitted.